Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod for an unknown duration. The date of the medical event, patient symptoms, diagnosis and treatment were not reported. Good faith attempts are being made to retrieve additional information surrounding the reported event. If further details are provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.